Event description:
It was reported that air entered the filter chamber of the bd alaris¿ pump module smartsite¿ low sorbing infusion set during use. The following information was provided by the initial reporter: "a large amount of air was noted in the filter chamber on the tubing set with tpn infusion no air was known to have reached the patient"

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that there was a large amount of air noted in the filter chamber on the tubing set could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that air entered the filter chamber of the bd alaris¿ pump module smartsite¿ low sorbing infusion set during use. The following information was provided by the initial reporter: "a large amount of air was noted in the filter chamber on the tubing set with tpn infusion no air was known to have reached the patient".

Manufacturer narrative:
Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5105656. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.